Manufacturer narrative:
Additional MFR narrative: batch data review: the batch data review was compliant with the applicable specifications. No element allows us to identify a defect in either the quality or the safety of this rha 4 product. Batch data history: no other complaint was registered to date (nov. 28, 2022) with this batch number. According to the information received this case would be related to a vascular complication, which is well-known and described adverse reaction to hyaluronic acid filler injections. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequelae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occurred outside of the us, in spain. According to information received on nov. 03, 2022, in the frame of rhino remodeling, a patient was injected on (B)(6) 2022, with 0.3 ml of teosyal rha 4 into the nose. The patient did not report any issue after the treatment. She attended for a review 3 weeks after injection. While examination, the practitioner observed redness on the tip-defining part of the nose. Thus, the emergence of a vascular complication was suspected. As a corrective action, on oct. 29, 2022, the patient received a following treatment: hyaluronidase 1.5 ml; anti-inflammatory (glucocorticoid; prednisone 30 mg for 3 days); antibiotic (ciprofloxacin 500 mg for 7 days). The patient's situation and symptom's evolution are monitored. No additional information is available at the time of this report.